Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high pacing impedance measurements. An invasive procedure was performed. The rv lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.